Event description:
It was reported that while using the bd phoenix panel pmic-110 that there was a false negative. The following information was provided by the initial reporter: customer reported an isolate was tested by 2 other methods and was an mrsa, while phoenix called it mssa. Upon 3rd repeat it was called mrsa by phoenix. Staphylococcus haemolyticus 5/7 tested resistant, then reset tested susceptible. Also, a s. Haeolyticus was resistant to clindamycin but repeat was sensitive. Emailing for ae information, emailing template questions, and also instructions for saving binary files. Isolates were pure, and qc is working. Also emailing instructions to decontaminate the ap, as a precaution. Amount affected: at least 5 panels affected. Was this issue involving patient or nonpatient samples? Patient hazard, injury or erroneous results? Yes hazard, injury or erroneous results details emailing for information. 449036 lot#2298120. Staphylococcus haemolyticus 5/7 tested resistant, then reset tested susceptible other issue: customer also had pbp or isolate mrsa tested as susceptible repeatedly while isolate still tested resistant. Agar was calling it mrsa and m50 was calling it mssa. Other issue specimen: staph hemo res to clindamycin. Upon repeat tested susceptible to clindamycin. Pf449036 / false resistance.

Manufacturer narrative:
D.3 common device name: system, test, automated antimicrobial susceptibility h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6. Investigation summary: this complaint is not confirmed. This complaint is for false resistance with clindamycin (cc) with s. Pneumoniae when using phoenix panel pmic-110 (448798) batch number 2298120. The customer did not return phoenix generated lab reports, isolates or panels for the investigation. The customer also stated that they receive false methicillin susceptible results. To investigate, three retention panels of batch 2298120 were inoculated with qc isolate staphylococcus aureus a29213 and placed in a phoenix m50 to evaluate for cc mic and methicillin resistance results. Additionally, three retention panels of batch 2298120 were inoculated with qc isolate staphylococcus aureus a43300 and placed in a phoenix m50 to evaluate for methicillin resistance results. The three panels inoculated with s. Aureus a29213 returned satisfactory cc mic results and no methicillin resistance was flagged. The three panels inoculated with s. Aureus a43300 flagged the expected methicillin resistance, therefore this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed three additional complaints on the complaint batch, 2 of which is related to this defect. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported that while using the bd phoenix panel pmic-110 that there was a false negative. The following information was provided by the initial reporter: customer reported an isolate was tested by 2 other methods and was an mrsa, while phoenix called it mssa. Upon 3rd repeat it was called mrsa by phoenix. Staphylococcus haemolyticus 5/7 tested resistant, then reset tested susceptible. Also, a s. Haeolyticus was resistant to clindamycin but repeat was sensitive. Emailing for ae information, emailing template questions, and also instructions for saving binary files. Isolates were pure, and qc is working. Also emailing instructions to decontaminate the ap, as a precaution. Amount affected: at least 5 panels affected. Was this issue involving patient or nonpatient samples? Patient hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details emailing for information. 449036 lot#2298120. Staphylococcus haemolyticus 5/7 tested resistant, then reset tested susceptible. Other issue: customer also had pbp or isolate mrsa tested as susceptible repeatedly while isolate still tested resistant. Agar was calling it mrsa and m50 was calling it mssa. Other issue specimen: staph hemo res to clindamycin. Upon repeat tested susceptible to clindamycin. Pf449036 / false resistance.